Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 9 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for driveline fault alarms. The pump maintained the set speed at the time of the alarms. The system controller was replaced with another system controller. The patient was asymptomatic at the time of the event. On (B)(6) 2015 a system controller data log file was reviewed by the manufacturer's technical services representative. A data pattern that may be indicative of a driveline issue was noted. Upon inspection of the driveline, after slicing the silastic jacket, a moist/liquid foreign substance was observed underneath that went down the length of the distal end of the driveline. There was no evidence of tears or damage to the external/distal end of the silastic jacket that would have allowed ingress of a foreign substance. A repair of the driveline could not be performed. The patient remained asymptomatic. A pump only exchange was performed on (B)(6) 2015 via a subcostal approach.

Manufacturer narrative:
The device was returned for evaluation. The reported driveline fault alarms were confirmed per the evaluation of the submitted data log files and extracted data log files. Evaluation of the pump driveline identified an internal orange wire conductor fracture and a possible breach of the orange wire insulation. The orange wire represents a redundant wire in motor phase 3. The fracture of the orange wire conductors could have caused the reported driveline fault alarms. The pump was returned with the driveline severed approximately 10" from the pump housing. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at approximately 7.5 inches from the pump. Visual inspection identified abrasion damage and a possible breach in the insulation at approximately 7.5 inches from the pump on the orange wire. The inner conductors of the orange wire appeared to be fractured and were pulled apart upon manipulation. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. No further information was provided. The manufacturer is closing the file on this event.